Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate the plunger was deformed. The following information was provided by the initial reporter. The customer stated: "the medical staff used the "arterial blood sampling device" to collect blood gas analysis for the patient according to the normal operation. When a new arterial blood sampling device was opened, it was found that the arterial blood sampling rubber stopper inside the device is damaged and cannot be used normally, which brings great inconvenience to clinical work."